Event description:
A facility reported that a staff member was using an rpl450-2 lift to transfer a patient. The patient was in the sling with all four straps looped onto the lift's hanger bar. Then, before the patient was fully lowered back down to the wheelchair, the staff member disconnected one of the sling straps, which still had some tension on it, and the hanger bar suddenly released back, rotating 90 degrees, causing a laceration to the patient's forehead just over his eyebrow, which required sutures.

Manufacturer narrative:
The facility indicated that there was no malfunction/deficiency with the lift, and it is still in use. They are investigating the incident, and they requested to have an invacare representative visit the facility to verify that they are using the equipment properly. An in-service was setup with a local invacare rep to inspect the lift while at the facility and to provide training to the facility staff. On (B)(6) 2022, an invacare representative went to the facility. He inspected the subject lift and found that it was in good working order. He noted some squeaking, but everything worked properly. He advised that the facility noticed a rough/bubble finish on one of the hanger bar hooks, which he found to be very tiny/insignificant. He discussed with the facility proper lift operation, patient positioning in the sling, correct use of the sling loops for positioning, under sling clearance, wheelchair positioning, lift caster locks, and wheelchair wheel locks. The facility still had concerns regarding the potential for the hanger bar to swing and hit a patient. The invacare rep suggested that they could purchase rubber pipe padding to cover the hanger bar hooks as a preventative measure. On (B)(6) 2022, the facility provided a different account of the event. They indicated that the sling was not disconnected from the lift until the patient was placed fully in the chair, and the hanger bar swung back and hit the patient after the sling was fully disconnected. They advised that it was important to note that the patient¿s body is very stiff, and the staff working with him have worked with him for years. They felt this incident was a freak accident. They also alleged that the hanger bar has an unsmooth surface, which they believe contributed to the injury. As previously noted, the invacare rep inspected this area and found that it was negligible. The facility advised that the equipment was not currently being used, though the invacare rep informed them in writing that it was functioning properly and acceptable to use. Based on the information available and the conflicting versions of the event between what was initially reported and the later updates, the underlying cause of the event is unclear. It may have been due to unintended use error, or it may have been an accident that was not due to a problem with the device or the way it was used. The rpl450-2 user manual warns several times, "do not move the patient if the sling is not properly connected to the hooks of the hanger bar. When the sling is elevated a few inches off of the stationary surface and before moving the patient, check again to make sure that the sling is properly connected to the hooks of the hanger bar. If any attachments are not properly in place, lower the patient back onto the stationary surface and correct this problem - otherwise, injury or damage may occur." The manual also provides specific instructions for transferring a patient to a wheelchair. It advises that while lowering the patient into the wheelchair, use the straps or handles on the side and the back of the sling to guide the patient¿s hips as far back as possible into the seat for proper positioning. Two assistants are recommended for this step, one assistant standing behind the chair to guide the patient into the seat and the other to operate the patient lift. The manual's safety section warns, "when positioning lift, be aware of the position of the hanger bar and the patient. Injury could occur."